Event description:
As reported, the patient underwent a left shoulder revision due to the tray disengaging from the stem. The tray disengagement was atraumatic. When removing the implants the tray, screw and liner came out of the patient all in one piece. It was taken apart on the back table with the scrub tech and no major flaws were seen with the implants. A new tray, liner and screw were implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation concomitant medical products: 320-10-05 equinoxe reverse tray adapter plate tray +5 5311293 equinoxe humeral stem.